Event description:
It was reported that the customer had low battery alerts that were less than a week. The customer blood glucose level was 128 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports that after battery installation unit alarmed failed battery test due to faulty battery tube. No low battery alert noted. Unit received with minor scratches on display window. Unit was received with cracked case at the display window corners, battery tube threads and reservoir tube lip.